Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead displayed high pacing measurement that was detected via the patient's remote home monitoring system. Additional information states that the field representative did not see the physician or clinic and could not provide any information. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
--

Event description:
Additional information was received indicating an invasive procedure was performed. This lead was surgically abandoned and replaced. The device remained in service with the new lead. No additional adverse patient effects were reported.